Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported perforation and death could not be conclusively determined.

Event description:
Related manufacturer reference: 3005334138-2018-00092. During a lv-pvc ablation procedure, a cardiac perforation occurred. The patient became hypotensive, and an echocardiogram revealed a pericardial effusion. Administration of drugs, percutaneous cardiopulmonary support, cardiac massage and a thoracotomy were administered to treat the patient. The patient expired the following day.